Event description:
It was reported that a pt would have her generator replaced due to end of service. The explanted device was returned to the MFR for analysis and it was found that the device was at normal end of service based off a battery life calculation. A leaky capacitor was found, however, it did not affect the supply current that would contribute to battery depletion. It could not be determined why there was an increased leakage in the capacitors.